Manufacturer narrative:
Correction to the initial MDR in block(s) patient code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only.

Event description:
It was reported that a patient experienced a cardiac tamponade. During an atrial fibrillation ablation procedure, a farawave 2.0 was selected for use. After successfully going transeptal, a mapped with the octoray mapping catheter was prepared and then inserted the farawave catheter into the left atrium. Upon delivering the second pulse, the catheter was located in the left superior pulmonary vein and we had done 2 pulses with the farawave, the crna notified the physician that the blood pressure had significantly dropped. The physician then looked with his ice catheter and saw a sizeable cardiac effusion. Interventional was called and so was CT surgery. A pericardiocentesis was performed and the patient was transferred to CT surgery. There we no report of patient hospitalized beyond standard of care. The ablation was been taking place for around 5 to 10 minutes when the complication occurred. No malfunctions with devices were reported. A location of perforation was not confirmed.

Event description:
It was reported that a patient experienced a cardiac tamponade. During an atrial fibrillation ablation procedure, a farawave 2.0 was selected for use. After successfully going transeptal, a mapped with the octoray mapping catheter was prepared and then inserted the farawave catheter into the left atrium. Upon delivering the second pulse, the catheter was located in the left superior pulmonary vein and we had done 2 pulses with the farawave, the crna notified the physician that the blood pressure had significantly dropped. The physician then looked with his ice catheter and saw a sizeable cardiac effusion. Interventional was called and so was CT surgery. A pericardiocentesis was performed and the patient was transferred to CT surgery. There we no report of patient hospitalized beyond standard of care. The ablation was been taking place for around 5 to 10 minutes when the complication occurred. No malfunctions with devices were reported. A location of perforation was not confirmed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.